Event description:
A customer reported a continuous glucose monitor (cgm) error. There was no adverse impact to the customer's blood glucose level. Before contacting support, the customer had already reset their pump, and with the complete pump reset information provided by technical support, the customer successfully started their sensor session without encountering the cgm error again.